Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that toxic anterior segment syndrome (tass) was noted on multiple patients during their one day post-operative examinations following cataract extraction procedures. This report will represent one of the nineteen cases reported. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. All batches were released according to the required specifications and all initial testing results were within specification. All results of chemical and microbiological tests were within specification. Ten (10) unused duovisc samples were received. All results on the complaint samples conformed to specifications for the tested parameters (ph, osmo, lal). As the complaint samples were conforming and all initial testing results were within specifications, a conclusive root cause could not be determined. (B)(4).

Event description:
A customer reported that toxic anterior segment syndrome (tass) was noted on multiple patients during their one day post-operative examinations following cataract extraction procedures. This report will represent one of the nineteen cases reported. Additional information has been requested. Additional information was received indicating a site visit was performed by an independent contractor. A site representative indicated they would not be sharing the results of the visit and that no further information would be provided.

Manufacturer narrative:
(B)(4).

Event description:
This report represents the ¿multiple patients¿ the reporter initially reported, not ¿one of the nineteen patients¿ that was previously included in the safety narrative.

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and DHR reviews are not possible. Prior to release of all custom pak lots, sterilization cycle parameters are verified for acceptability. The intraocular lens was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. With the information available to date, no evidence exists to suggest the custom pak or the intraocular lens contributed to the reported event. (B)(4).